Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose level between 17 and 21 mmol/l with symptoms of dry mouth and frequent urination. The patient did not receive treatment for the alleged blood glucose excursion. The reporter stated that the patient blamed loss of prime warnings on the pump for the alleged issue. The reporter reviewed the patient¿s use of the cartridge with a customer technical support representative and found that the patient was not cycling the cartridge properly and was using cold insulin. These issues can contribute to loss of prime warnings. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.